Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was shocking/pain sensation at the pocket site since about (B)(6) 2018. There is a cervical lead placement. The shocking sensation is random and occurs in no specific position. The patient does feel the shocking sensation even when the therapy is off. Palpation of the area felt painful when the rep did it, but there was no shocking sensation. Impedance results were as follows: 0 ¿ 697 ohms, 1 ¿ 697, 2 - 40k, 3 ¿ 781, 4 ¿ 804, 5 ¿ 797, 6 ¿ 804, 7 - 868 ohms, 11 - 915 ohms, and the rest of the electrodes on the lead is 40k. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4)2018. The rep indicated that the cause of the high impedances was not determined. They programmed around the electrode with the high impedances which resolved the shocking at the time of the appointment. This information was confirmed with the physician/account. No further complications were reported/are anticipated.